Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00220. Related manufacturer reference number: 3006705815-2022-00221. It was reported that the patient lost therapy following a fall. Reportedly, the leads had migrated and the ipg was inoperable. As such, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted and replaced addressing the issue. Therapy was confirmed post operatively.